Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician noted that white foreign contamination was flaking off the ivus catheter when trying to insert the catheter into the guide. The nurses were unsure if this issue was present during the preparation stage. The physician immediately removed the ivus catheter, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. However, media provided by the customer showed evidence of white foreign contamination flaking off the opticross hd catheter.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician noted that white foreign contamination was flaking off the ivus catheter when trying to insert the catheter into the guide. The nurses were unsure if this issue was present during the preparation stage. The physician immediately removed the ivus catheter, and the procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a catheter issue occurred. The stenosed target lesion was located in the right coronary artery. The opticross hd imaging catheter was advanced for intravascular ultrasound (ivus) examination of the target lesion. During the procedure, the physician noted that white foreign contamination was flaking off the ivus catheter when trying to insert the catheter into the guide. The nurses were unsure if this issue was present during the preparation stage. The physician immediately removed the ivus catheter, and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspections revealed white foreign contamination on the sheath assembly. To identify the material composition, a material analysis test (mtac) was requested. Based on the mtac report, an energy dispersive x-ray spectroscopy (eds) test was performed, which concluded that the foreign material (fm) may have come from material similar to the white label ink. Additionally, a fourier transform infrared spectroscopy (ft-ir) test was performed; however, it was not possible to obtain useful information from the samples. Media provided by the customer showed evidence of white foreign contamination flaking off the opticross hd catheter.